Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted.

Manufacturer narrative:
(B)(4). Final analysis found that the pulse generator exhibited rapid battery depletion d ue to an anomalous integrated circuit component resulting in high current drain.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.